Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the customer opened two trocars and neither one held air. The third one they opened was fine. There was no pt injury.